Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan multiple MDR reports were filed for this event, please see associated reports: 0001526350-2024-00189 0001526350-2024-00190 0001526350-2024-00191.

Event description:
It was reported that there was a foreign substance in the package. It was noted outside of surgery. There is no harm or delay reported. Due diligence is complete.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. As the packaging was within specifications, the initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. As the packaging was within specifications, the initial report was forwarded in error and should be voided.